Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Manufacturer narrative:
Depuy still considers this investigation closed at this time (B)(4).

Event description:
Update 2/29/2016 - medical records received. Medical records reviewed for MDR reportability. Medical records reported patient was dislocated immediately post-operative most likely during transfer from table to bed. Surgeon attempted closed reduction and on radiograph it reportedly showed the femoral head had popped off the stem. Patient was taken immediately back to or and femoral head only was exchanged as the liner was assessed and found to be undamaged and stable. The femoral head is now being reported as the patient was taken back to the or. The complaint was updated on: mar 14, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A review of the device history records for the ceramic head provided product and lot combination did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported complaints against the liner provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient dislocated while trying to reduce the hip and the head came off.update 11/26/2014- pfs and medical records received. This complaint is now legal. Pfs alleges dislocation and head disloged off stem. After review of the medical records for MDR reportability, the hip did dislocation and head disloged off the stem. The femoral head was revised, but the liner wasn't revised. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/23/2014.